Event description:
It was reported that during a percutaneous coronary intervention, a balloon burst occurred. The 100% stenosed lesion was located in the moderately calcified and moderately tortuous right coronary artery. The physician predilated the lesion with another manufacturer's 1.5mm balloon. The device was exchanged for the apex monorail 2.5mm x15 mm. After two attempts to inflate the balloon, it burst at 14 atms. The balloon was removed intact from the patient. The procedure was completed with another manufacturer's device. No patient complications were reported and the patient was noted to be in good condition post-procedure.

Manufacturer narrative:
The device was disposed therefore a technical analysis could not be preformed. A review of the manufacturing documentation for this batch found that the device met the material, assembly and product specifications. The most probable root cause is operational context.